Event description:
A malfunction alarm was reported, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and assistance was given to the customer for the reset process. The malfunction code did not recur after resetting, allowing the customer to continue using the pump. The customer was advised to report any recurrence of the malfunction code.